Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site it was found that the imaging system did not boot. Logging into remote desktop showed imaging system software exception errors. Reloaded the software on the image acquisition system (ias) computer and performed a system checkout. The imaging system is now operational. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was displaying that the mobile view station (mvs) was disconnected , even though it was powered on and connected. It was noted that the umbilical cable looked like it could be damaged. The system was still able to charge normally. There was no patient present when this issue was identified.